Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A worldwide complaint database search found additional related reports against the provided product code/lot code combination(s). A previous DHR review was conducted for the reported product and lot code combination. The DHR review revealed 0 non-conformances on this lot number.

Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  H10 additional narrative: added: b5, h6 (patient and device codes). Corrected: a1. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records (B)(4) medical records ad 30 mar 2020) reviewed. On (B)(6) 2019, patient received a right total knee revision to address severe pain, aseptic tibial base plate implant loosening and tibial subsidence. Findings reported debonding of the cement from the tibial baseplate implant. It required no instruments to remove. The femur was well-fixed, but revised. The patella was well-fixed, tracked well, and was not worn. The patella was retained. There was no wear of the tibial insert either, but it also was revised.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a right attune total knee to treat advanced tricompartmental osteoarthritis of the right knee. The patella was resurfaced, and depuy cement x2 was utilized. The procedure was completed without complications. Records indicate the patient received a revision of the right knee. The indications for the revision and the components revised are unknown. There were no revision operative notes provided. Doi: (B)(6) 2016; dor: (B)(6) 2019; right knee.